Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for an e-0 error code during a glucose blood test. E-0 occurs after the blood was applied to the strip. The consumer stated that she threw the alleged defective meter in the garbage. During the call, the customer was asked to retrieve the meter from the garbage to troubleshoot. So the customer had to take this meter out of the garbage. During the call on (B)(6) 2016, a glucose blood test was performed by the customer non-fasting and produced test result of e-0 mg/dl using true metrixair meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. This customer was very upset after receiving the new replacement meter and she is still getting the e-0 error message on the new meter and said she has to do her blood at least 6-8 times before she may or may not get a blood reading . Has stuck her fingers multiple times and her fingers are so sore. She had her lancing device set on position 5, and using 28-30 gauges needles. Customer was asked if she has a hard time getting blood, response no. Had her turn the lancing device down to 4 or less, she tests her blood 7 times a day. Customer stated that her overall health it's fair. The e-0 error code still occurring after applying the blood sample.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue

Event description:
Consumer reported complaint for an e-0 error code during a glucose blood test. E-0 occurs after the blood was applied to the strip. The consumer stated that she threw the alleged defective meter in the garbage. During the call, the customer was asked to retrieve the meter from the garbage to troubleshoot. So the customer had to take this meter out of the garbage. During the call on (B)(6) 2016, a glucose blood test was performed by the customer non-fasting and produced test result of e-0 mg/dl using true metrixair meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. This customer was very upset after receiving the new replacement meter and she is still getting the e-0 error message on the new meter and said she has to do her blood at least 6-8 times before she may or may not get a blood reading . Has stuck her fingers multiple times and her fingers are so sore. She had her lancing device set on position 5, and using 28-30 gauges needles. Customer was asked if she has a hard time getting blood, response no. Had her turn the lancing device down to 4 or less, she tests her blood 7 times a day. Customer stated that her overall health it's fair. The e-0 error code still occurring after applying the blood sample.